Event description:
It was reported that when the device was used during an laparoscopic assisted vein harvest procedure, the device fired successfully three times. On 4th firing the device would not fire. Another device was used to complete the case. There was no consequence to pt.